Event description:
It was reported that a physician could not communicate with a patient's generator. Another handheld was used with the same programming wand and interrogation was successful. Physician could not remember exactly what would happen during communication issue. He has been keeping the handheld charged but has not used it since that event. He would like to keep it and said he will keep us posted if he has any more issues with it.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.